Event description:
It was reported that, during thr surgery, the physician was reaming the acetabulum when the crossbar on the reamer dome 54mm became detached from the reamer. The detached piece was removed from the patient. The procedure was completed without surgical delay the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
D1, d4, g6: brand name, part and lot number, UDI and 510k number were updated. H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device's crossbar was found to be detached from the rest of the reamer dome, rendering the device inoperative. The device shows signs of extensive use. Both of the components were returned. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.